Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from august 20, 2012 to august 21, 2012. The device was received for evaluation. Visual inspection noted a ruptured bladder. Microscopic inspection revealed markings located on the exterior surface of the bladder were near the rupture line. The problem was verified through evaluation. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume intermate ruptured. The device was filled with 0.9% saline solution. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.